Event description:
It was reported that this pacemaker system exhibited undersensing of an atrial fibrillation (af) which let to inappropriate pacing. Technical services (ts) was consulted and increasing the sensitivity was suggested. No adverse patient effects were reported. This device remains in service.